Event description:
Caller reported a malfunction on a pump, identified by the malfunction code "malf 9." There was no adverse impact to the customer's blood glucose level, as the level did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and instructed to call back if the issue recurred, which the caller acknowledged and understood.